Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, undersensing was noted on the device. Technical support was contacted and determined that the device is in its most dynamic range and could no longer be reprogrammed to resolve the event. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.